Event description:
Procedure type: laparoscopic colectomy. According to the reporter: during prep for surgery, it was noticed that a new device was partially broken. There was pt injury reported.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.